Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not go into standby mode. It was reported there was no patient involvement at the time the issue was discovered. While testing, noticed unit wouldn't go into standby mode. Attempted air flow sensor zero calibration, calibration is failing. O2 flow sensor zero calibration passing. Unit still unable to enter standby mode. The customer informed that he has a gas delivery system (gds), v60 that he will use for the repair. Per good faith effort (gfe), it was confirmed that while testing the display and touchscreen, the customer attempted to put the unit in standby mode and was unable to get the unit to do so. Diagnostic mode found the air zero reading to be at -4.1 lpm. Then, attempted to perform an air flow sensor zero calibration and it failed. The gds spare part that customer had on hand was replaced. It resolved the issue, and unit is now passing full performance verification with all values well within tolerance and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.